Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 20x2.25mm promus premier¿ stent was selected to treat the lesion. However, while removing the device from the hoop and performing setup such as flushing, it was noted that the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
The stent delivery system was returned for analysis. The stent struts at the proximal end of the stent were flattened and the struts on the most proximal row were raised off the balloon material. This damage is due to the stent meeting resistance or an obstruction. The devices stent protector was not received for analysis. The stent od was measured at the undamaged proximal end of the stent with a digital snap gauge. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 20x2.25mm promus premier stent was selected to treat the lesion. However, while removing the device from the hoop and performing setup such as flushing, it was noted that the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.